Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument was found with a frayed pitch cable at the distal clevis hub. No other cables were damaged. The instrument passed electrical continuity testing. There are indentations at the edge of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si pk dissecting forceps instrument wire was noted to be loose/broken. No patient harm, adverse outcome or injury was reported.